Event description:
It was reported that (3) devices were used during a skin closure. It was reported by the affiliate that the pmw35 staples stayed in the stapler, so they couldn't use them. Another instrument was used to complete the case. There was no consequence to the pt.